Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer informed us that this c1 had a consistent failure , not passing the flow sensor test in preoperational check. This unit couldn't be used. In technical inspection, in service sw, this unit was failing to pass the exp valve test, in pneumatics 1 group of test. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: customer informed us that this c1 had a consistent failure, not passing the flow sensor test in preoperational check. This unit couldn't be used. In technical inspection, in service sw, this unit was failing to pass the exp valve test, in pneumatics 1 group of test. No patient involvement.